Event description:
(B)(6). It was reported that unstable angina pectoris and in-stent restenosis occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the middle left anterior descending artery extending up to distal left anterior descending artery with 90% stenosis and was 36 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm promus element plus stent with residual stenosis of 0%. Post-dilatation was not performed. The target lesion #2 was located in the proximal left anterior descending artery with 80 % stenosis and was 26 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.50 mm x 28 mm promus element plus stent with residual stenosis of 0%. Post dilatation was not performed. Six days after the procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, staged procedure was performed. The target lesion #1 for staged procedure was located in the proximal right coronary artery with 80% stenosis and was 24 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.00 mm x 28 mm promus element plus stent with residual stenosis of 0%. Post dilatation was not performed. Six days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, the patient was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment on the same day. The patient underwent angiography to find restenosis without surgery and confirmed as in-stent restenosis occurred. The proximal segment was 60% stenosis, the distal segment was diffused lesion and the heaviest segment was 70% stenosis. Per edc, the event was treated medically. Eight days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.